Event description:
Caller alleged discrepant inratio2 results: results as follows: date: (B)(6) 2013, inratio: 1.3, lab: 2.5. Pt was sent to the ER to have their inr taken from a lab draw. Time between tests: lab draw was done within 30 minutes.

Manufacturer narrative:
Investigation pending.